Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
Stryker rep reported that the impactor broke during the case.

Manufacturer narrative:
Correction: d3 manufacturer entity, d9, h3, h6 method, results, conclusion, clinical code, g1 manufacturing site. This event was reported in error due to a lack of information available. With the new product information and event description, this event should not have been reported. Please note that at the time of the initial report the part number was unknown and suspected to be a device manufactured in selzach. It has since been discovered that the device was manufactured by wright which would be under FDA registration # 3010667733. The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received inbone dome strike tip was found to be broken. This is a complete separation of the component under service loading that renders the component nonfunctional. The fractography indicates it to be a brittle fracture under sudden overloading. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿surgical instruments and instrument cases are susceptible to damage from prolonged use, and through misuse or rough handling. Care must be taken to avoid compromising their exacting performance. Careful inspection and functional test of the instrument before use is the best method of determining the end of serviceable life.¿ based on investigation, the root cause was attributed to a user related issue. The failure was caused due to sudden overloading on the instrument leading to brittle fracture/breakage during implantation. If any further information is provided, the complaint report will be updated.

Event description:
Stryker rep reported that the impactor broke during the case. No pieces of the impactor remained in the patient.